Event description:
The facility reported a colleague infusion pump with a malfunction where there was no channel display. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where there was no channel display was confirmed during on-site product evaluation. The root cause of this condition was assigned to faulty pump head module display. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.